Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a sling procedure. The patient's age was reported to be over 18 years. According to the complainant, during the procedure, the mesh carrier inadvertently released from the delivery device tip before the physician deployed the device to implant the carrier. This occurred on the first side of implantation which was the patient's right side. It was reported that the carrier was fully seated on the delivery device tip prior to insertion through the vaginal incision and that the physician was not holding onto the mesh while attempting to deploy the device. It was also reported that there was nothing unusual about the patient's anatomy. The physician then removed the sling and noted that the mesh had stretched. The physician completed the procedure with another solyx sling system without any complications. The patient's condition at the conclusion of the procedure was reported to be "fine," however, the patient was catheterized post procedure and is currently in retention.

Manufacturer narrative:
Correction: lot number; initially reported: 1ml1010301.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a sling procedure. The patient's age was reported to be over 18 years. According to the complainant, during the procedure, the mesh carrier inadvertently released from the delivery device tip before the physician deployed the device to implant the carrier. This occurred on the first side of implantation which was the patient's right side. It was reported that the carrier was fully seated on the delivery device tip prior to insertion through the vaginal incision and that the physician was not holding onto the mesh while attempting to deploy the device. It was also reported that there was nothing unusual about the patient's anatomy. The physician then removed the sling and noted that the mesh had stretched. The physician completed the procedure with another solyx sling system without any complications. The patient's condition at the conclusion of the procedure was reported to be "fine," however, the patient was catheterized post procedure and is currently in retention.